Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on unknown date. The physician noted that the hydrogel device was misplaced in the rectal wall, as consequence the patient's radiation treatment was delayed. At the time of this report the patient condition was unknown. Boston scientific corporation was unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04/17/2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.